Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Correction to d9 updated fields: h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited a b30 scope communication error code and did not produce an image. The issue was found during pre-use inspection and there were no reports of patient involvement.